Event description:
It was reported that the asymptomatic patient presented to the emergency room following a vibratory notifier. Post-paced t-wave oversensing was noted on stored egms. Programming changes were made. The patient was stable and will be followed normally.